Event description:
During preparation for use for cardiopulmonary bypass surgery, a failed power supply was found. The backup power supply remained functional, but charging of the backup batteries was not possible. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
H3: evaluation is in progress, but no conclusions have been drawn.